Event description:
Ruptured silicone implants. Pt tried repeatedly in the past 2 years to have them removed. 20 doctors later pt had two ruptured implants in place for over 3 years. It all turned to cement.